Manufacturer narrative:
Bumper strip and bumper channel.

Event description:
It was reported by service report that the bumper channels were missing some rivets and hanging off of the stretcher and part of both channels were missing. It is unk if there was pt involvement or if there are adverse consequences to report.